Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot 73695, was returned and analyzed. Visual inspection of the catheter showed there was blood inside the inner balloon. The pressure test revealed a leak through the guide wire lumen and the balloons integrity was intact; no breach was observed. Dissection revealed a guide wire lumen breach at 4.85 inches distal from the push button luer. In conclusion, the reported issue was confirmed through testing. The balloon catheter, 2af284 with lot 73695, failed the inspection due to a guide wire lumen breach.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The procedure was able to be completed with cryo. The balloon catheter tested out of specification upon the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.